Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that 5 infusion sets leaked at site. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12646- device 5 of 5.